Event description:
Follow-up information indicated the patient¿s issue has been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was scheduled to undergo surgical intervention to implant trial leads on (B)(6) 2020. During the procedure, patient's oxygen saturation level decreased. As a result, the procedure was abandoned.